Manufacturer narrative:
(B)(4). The complaint is reportable based on qc investigation and evaluation. Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced low readings. The root cause of test strips producing low glucose results is due to improper storage of returned test strips: the returned strips were left outside of the vial for an extended period of time, causing the returned test strips to be exposed to heat and moisture. Note (B)(4).

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison and a non-fasting results obtained of 262mg/dl. The customer's expected fasting blood glucose test result range is 90 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is less than four months ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called in complaining her true track system produced a much lower blood glucose result when compared against dr.'s meter during an an doctor's appointment on (B)(6) 2016. Customer received a result of 318 mg/dl (non-fasting) with the dr.'s meter and immediately afterwards received a result of 262 mg/dl (non-fasting) from the true track system. Customer states was not fasting while running the comparison blood tests and that had recently eaten a lunch prior to dr.'s appointment; instructed customer on proper testing technique and to always wait at least 2 hours after the last meal or beverage before running any comparison blood tests against the dr.'s device in order to determine the meter's accuracy. Customer's normal fasting blood glucose range is between 90-130 mg/dl . Customer has not had any recent changes in diet or exercise.